Event description:
The affiliates reported that the customer experienced the low area h2o2 cancellation. The customer edited cycle ticket, opened machine door, and brought the load from the sterilization room to the washing room. The customer did not mention the presence of smoke or smell in the sterilization room when opening the door machine to take the load. One or two minutes later, the customer noticed a smell in the sterilization room. They also noticed a white smoke in the washing room but not in the sterilization room. The customer confirmed that they did not modify washing procedure for cystoscope nor change detergent. The customer reported ten experienced "respiratory embarrassment, burns on the levels of throat, headache and eye irritation." One of the ten people went to the ophthalmologist for persistent eye irritation. The other nine did not seek medical attention or require treatment. It was also reported that after five days, the symptoms of the ten people have resolved. The field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Respiratory embarrassment, burns on the level of the throat, irritated eyes. Oil mist. Capital equipment, evaluated at customer site. The fse performed the following checks and tests: oil level in the vacuum pump, leak of the chamber and oil filter and valve. Three empty cycles were run without white smoke from output of the oil filter. There was no white smoke nor smell. As a caution measure, replacement of the oil filter. Reference mdrs: 2084725-2008-00694, 00695, 00697, 00698, 00699, 00700, 00701, 00702 and 00703.